Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, photos and video of the sample were provided for evaluation. Visual inspection showed that the cone of the male luer lock (mll) of the return line is broken. The observed leak is likely due to a broken mll cone. The reported condition was verified. The cause of the broken screw connector could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with an oxiris set, an external blood leak was observed at the screw connector. The nurse reported it was difficult to twist the screw connector at return line. It was reported the leak was due a to broken screw connector. There was no patient injury or medical intervention associated with this event. No additional information is available.